Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. During impella cp support in the ICU, the automated impella controller (aic) identified as (B)(6) displayed a ¿controller failure¿ alarm and then shut off. The impella cp was immediately connected to a different aic, and support was successfully resumed without interruption. The original aic (B)(6) was removed from the patient care area. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 (brand name), d2a (common device name), d2b (procode) and d4 (primary UDI number) were updated. Investigation could not be conducted due to product not returned. Q1) service history review - are there any qns associated with the complaint device¿s most recent service report? There were no nonconformances in the most recent fsr before the complaint occurrence date which were related to the failure mode. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a. Q3) complaint history review - have there been any other complaints against this console? No. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(4).